Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high threshold measurements were noted on the right ventricular (rv) lead due to dislodgement. As a result, a revision procedure was performed. Attempts to reposition the rv lead were unsuccessful due to the patient's anatomy. No additional adverse patient effects were reported.